Manufacturer narrative:
The tech found the ratchet rivets are broken on the right side rail. The tech replaced the right side rail ratchet rivets to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right side rail would not latch. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).